Manufacturer narrative:
(B)(4).

Event description:
A report was received that stated a customer experienced a problem with a tracheal tube. The customer reported that when the volume of air in the tracheal tube cuff was increase by one cc, the patient&#39;s tidal volume increased. The patient was not reintubated. There was no patient harm or injury reported. The product is not available for return.

Manufacturer narrative:
Twenty five samples of lo-contour endotracheal tube were received for evaluation. Two samples were received outside of the packaging and twenty three were received sealed inside the packaging. A visual inspection was performed and all the components were assembled properly. An inflation/deflation test was performed on the returned samples. All samples were found to be working properly. There was no failure found on the returned samples. (B)(4).